Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Visual and mechanical inspection noted no anomalous conditions in shape or structure. Primary analysis findings: no anomalies found, lead functionally normal.

Event description:
It was reported during an implant procedure lead was placed in several places of the atrium (atrial appendage, lateral wall, etc). However, bad pacing was obtained at each position. Threshold was greater than 1.5v and stable impedance: 610 ohm. Consequently, the lead was replaced, which resulted in good parameters. No patient complications have been reported as a result of this event.